Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was received and the investigation ongoing. Once the investigation is completed, a supplement report will be submitted.

Event description:
It was reported that during a splenic artery aneurysm embolization procedure, the coil had resistance when it was advanced to the tip of the catheter. When the physician repositioned the catheter away from the vessel wall, the coil would not advance. Then, the coil was attempted to be removed, but it detached. An attempt to inject the coil by flushing was performed and the pusher was used to advance the coil unsuccessfully. The catheter and coil were removed from the patient. No patient injury was report.

Manufacturer narrative:
The investigation of the coil system found the implant returned stuck inside the catheter, stretched throughout, and separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.